Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during an examination under anesthesia, anterior colporrhaphy, transobturator tape with obtryx tape placement and cystoscopy procedure performed on (B)(6) 2005, for the treatment of symptomatic grade 2-3 cystocele and mixed urinary incontinence with the major component of stress incontinence. According to reports, the patient experience cystocele, urinary retention, and recurrent urinary tract infections after surgery. On (B)(6) 2016, the patient underwent an anterior colporrhaphy, a cystoscopy, transection, and partial removal of the midureteral sling. During the surgery, a transverse incision was made at the vaginal apex. The anterior vaginal wall was then incised to the midurethra. The sling was identified. The patient was found to have a very tight sling at the ureterovesical junction. Moreover, a 2 cm piece of sling in the midline was removed. The anterior colporrhaphy was then performed with splitting of the vaginal wall and plicating in the midline with 3-0 pbs. The excess vaginal mucosa was excised, and the incision was closed with a running locking 3-0 vicryl. Cystoscopy was then performed again with the urethra and both ureters normal with the diverticula a described above. The patient was then awakened and transported to the recovery room in a stable and alert condition.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2005 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). The following imdrf patient codes capture the reportable event of: e1309 - urinary retention; e1310 - urinary tract infection. The following imdrf impact code capture the reportable event of: f1905 - partial removal of the mid-urethral sling.